Event description:
It was reported that the patient received an inappropriate shock. The right ventricular lead had triggered a lead integrity alert due to episodes of noise and oversensing of short interval counts. During the revision procedure, the physician noted a break in the insulation on the pace/sense portion of the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d224drg ICD, implanted: (B)(6) 2013. (B)(4).